Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00593. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod detachment handle (pod handle) and a ruby coil detachment handle (ruby handle). During the procedure, after the physician detached a ruby coil using the pod handle, the ruby coil pusher assembly became stuck in the pod handle. The pod handle was removed and a new ruby handle was opened; however, the ruby handle did not make the usual "clicking" sound and was not used. Therefore, a third ruby handle was used to detach additional ruby coils, one pod coil and one pod packing coil. The procedure was then completed. There was no report of an adverse effect to the patient.